Event description:
Additional information received reported the patient still had concerns with their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient's hcp noted that the cause of the event was unknown however there was 50% or greater symptom reduction. The patient required reprogramming however their outcome was unknown but was going to follow-up soon. The hcp also noted the patient possibly had "facet generated pain."

Event description:
It was reported that when the patient laid down it felt like stimulation went off. It was thought that this occurred on 2014 (B)(6) evening. The patient checked his device and stimulation was off. He turned stimulation back on but when he laid down again stimulation went off. The patient got up and walked a little ways and stimulation came back on. He hadn¿t had the problem since. On the same day he got a really bad pain on the right side of his back and the pain spread over to the left side. The pain felt like a knot, like he pulled a muscle or something. When he got the implant, he thought he was going to be able to dance. It was noted that he wasn¿t close to being able to dance. He could only walk about a ¼ mile. When he could function, he would get pain on the left side. This had been occurring since implant. The patient was redirected to his healthcare provider (hcp) and it was noted he had not been back to the doctor since 2 weeks after implant. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).